Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified left anterior descending artery. The atherectomy procedure was successful. Upon completion of the orbital atherectomy procedure, the patient experienced severe lip and tongue swelling, a hoarse voice, shortness of breath, and developed profound hypotension that was unresponsive to intracoronary phenylephrine. The coronary flow was still fine during this event. The physician treated this event as severe anaphylaxis. Myocardial infarction was evident following the anaphylaxis and there was a period of low blood pressure. There was no evidence of myocardial infarction pre-anaphylaxis. The st segments resolved, and the patient was pain free post-orbital atherectomy. The patient had no known allergies to ingredients of the viperslide. The patient was intubated on the intensive care unit (ICU), however, the patient expired.

Manufacturer narrative:
H6: g07001 used for viperslide lubricant. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).